Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose levels ranged between 247-300mg/dl. System checks were performed and the pump performed as intended. No damage was noted to the infusion set site. Reportedly, the customer spoke to their healthcare provider in regards to reverting to alternate therapy for insulin therapy.